Event description:
On (B)(6) 2010 during g3 operation, the sharpness of the step drill was bad. The pt was injured by frictional heat.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Add'l device: 1320-0130, lag screw guide sleeve gamma3, 25x245mm lot unk.